Event description:
Same case as 2134265-2013-01744, 2134265-2013-01798, 2134265-2013-01799, 2134265-2013-01802, 2134265-2013-01801, 2134265-2013-01805, 2134265-2013-01810, 2134265-2013-01811, 2134265-2013-01812, 2134265-2013-01813, 2134265-2013-01814. It was reported via a journal article that during a cryoplasty procedure, a flow limiting dissection occurred. The target lesion was located in the infrapopliteal artery. The dissection was treated with the placement of a stent.

Manufacturer narrative:
Citation: bosiers, m. Et al. (2010). The use of the cryoplasty technique in the treatment of infrapopliteal lesions for critical limb ischemia patients in a routine hospital setting: one-year outcome of the cryoplasty climb registry. The journal of cardiovascular surgery.2010;51:193-202. Device evaluated by MFR: the complaint device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).